Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with her pump. Customer states the pump seems like it did not deliver any insulin since she had high blood glucose levels of 600 mg/dl. The customer also received an alarm 3 weeks ago, she was going through a set change when the pump alarmed pump error and had to reset pump. Customer declined trouble shooting on pump, pump is out of warranty wants to see about upgrading pump.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart error noted during test.